Manufacturer narrative:
The ventilator was investigated on site by our service technician. It was reported that the ventilator failed the pre-use check during the pressure transducer test. In previous log entries it was found that the ventilator had generated a technical alarm regarding the turbine module. The fault was isolated to the turbine module which was replaced and returned for investigation. The ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced the described customer issue regarding failing pressure transducer test in puc. During ventilation on test lung the same technical error regarding the turbine module was also reproduced. An evaluation of the received device logs could confirm the event of both failed pre-use check and technical alarm. A defect turbine in the turbine module caused the unit to fail the pre-use check. Replacement of the turbine resulted in passing the pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).